Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 620730-l, 620723-r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, stress incontinence, uterine bleeding, uterine dilation and curettage and uterine ablation. Concurrent conditions included uterine fibroid. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, salpingectomy bilateral). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure (ess205). The reporter commented: three coils remained on each side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Ultrasound scan - in (B)(6) 2017: uterus to be 1.2 x 5.8 x 5.6 cm in size. There was scarring noted from the prior cesarean section within the anterior wall of the lower uterine segment at the level of the prior cesarean section scar. A large exophytic anterior fundal subserosal fibroid was measuring 7.5 x 7 x 7 cm. A second serosal fundal fibroid was measuring 3 x 2.7 x 2.2 cm as well. Both bilateral ovaries appear normal. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received. Reporter, lab data, medical history ,lot number and removal surgery details were added. Rcc and action taken with drug added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (ess205) (batch no. 620730, 620723), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: c-section, stress incontinence, uterine bleeding, uterine dilation and curettage and uterine ablation. Concurrent conditions included: uterine fibroid. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). And was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, salpingectomy bilateral). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure (ess205). The reporter commented: three coils remained on each side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2007, bilateral occlusion. Ultrasound scan: on (B)(6) 2017, uterus to be 1.2 x 5.8 x 5.6 cm in size. There was scarring noted, from the prior cesarean section within the anterior wall of the lower uterine segment at the level of the prior cesarean section scar. A large exophytic anterior fundal subserosal fibroid was measuring 7.5 x 7 x 7 cm. A second serosal fundal fibroid was measuring 3 x 2.7 x 2.2 cm as well. Both bilateral ovaries appear normal. Lot number#: 620723, manufacturing date: 2006-05, expiration date: 2008-04; lot number#: 620730, manufacturing date: 2006-06, expiration date: 2008-05. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy, salpingectomy bilateral). At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event "injury" was updated to "dysmenorrhea (cramping)". Events : pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), fibroids were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.